Manufacturer narrative:
Manufacturer reference (B)(4). Similar to device with 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to complainant: on (B)(6) 2016, to treat impending rupture urgently for a male patient, the user used zenith tx2 taa endovascular grafts. The right leg was highly calcified but he decided to insert zenith tx2 taa endovascular grafts from the right because it was an urgent. The user found the right leg vessel was ruptured after use of three zenith tx2 taa endovascular grafts (esbe-30-80-t-pf, zteg-2pt-40-158-pf and tbe-40-81-pf), so he placed gore's excluder leg to treat the rupture. Patient outcome: the patient didn't show any problematic symptoms due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: as no imaging was provided, it is concluded that the most likely root cause of the vessel rupture was the introduction of three devices through a highly calcified vessel as described above. As stated in the IFU, vessels that are significantly calcified should be carefully evaluated to assure successful sheath introduction and subsequent withdrawal. Arterial conduit technique should be considered and may be needed in some patients, depending on disease state. There is no evidence to suggest that the device was not manufactured according to specifications, or that the IFU was not sufficient. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2016, to treat impending rupture urgently for a male patient, the user used zenith tx2 taa endovascular grafts. The right leg was highly calcified but he decided to insert zenith tx2 taa endovascular grafts from the right because it was urgent. The user found the right leg vessel was ruptured after use of three zenith tx2 taa endovascular grafts (esbe-30-80-t-pf, zteg-2pt-40-158-pf and tbe-40-81-pf), so he placed gore's excluder leg to treat the rupture. Patient outcome: the patient didn't show any problematic symptoms due to this occurrence.